Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported experiencing elevated blood glucose in 2007. The patient went to the hospital and the hospital staff discovered that the patient's clothes were damp and the patient's infusion tubing was separated near the luer connection. The patient's blood glucose was elevated to 350 mg/dl. The patient was treated by changing the infusion set to lower the blood glucose. No further information is available. Product was requested to be returned for evaluation.